Event description:
It was reported that during the farapulse pulmonary vein isolation to treat atrial fibrillation, a versacross connect access solution for faradrive was selected for use. It has been mentioned that after the transseptal was performed and upon the removal of versacross connect dilator to exchange for the mapping catheter, the dilator appeared to be visually stripped and small few chunks of materials were lying on the outside of dilator. The tip of the dilator was not dethatched or fragmented. The dilator technically did not appear stripped, but there were small chunks of the dilator material present on the outside of the dilator. The dilator was not pre shaped by the physician. Physician aspirated blood from the faradrive sheath to ensure no chunks were present in the lumen and the sheath was exchanged for new faradrive sheath to complete the procedure. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.